Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the objective lens on the hysterofiberscope exhibited dirt. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was presumed that the problem is caused by water stains on the eyepiece, which are fogging around the mask. The event can be detected/prevented by following the instructions for use which state: "chapter 4 operation: if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the endoscope has malfunctioned. In this case, stop using the endoscope because the abnormality can occur again and may not return to its normal condition. Therefore, stop the examination immediately and slowly withdraw the endoscope while viewing the endoscopic image. Otherwise, patient injury can result." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.